Event description:
The customer reported to olympus that while preparing for a laparoscopic surgery, the high flow insufflation unit was leaking. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty regulator unit which caused gas leakage, failure of the safety valve of the primary decompressor and the flow volume display digital tube on the front panel was broken which resulted in incomplete display figures. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the gas leakage occurred due to a malfunction of the 1st regulator or the connected tube. The root cause of the gas leakage event was unable to be identified. Additionally, it¿s likely the incomplete display was due to a broken flow volume display digital tube on the front panel. The root cause of incomplete display event was unable to be identified. Olympus will continue to monitor field performance for this device.